Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and from a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient stated that their stim was not working for about a year, they have not been able to charge in that time, and their ins got really hot about a year ago. The patient was redirected to follow up with their managing hcp. No further complications were reported/are anticipated.